Event description:
Additional info received from user facility indicates the lens was replaced due to secondary glaucoma resulting from erosion of the lens haptics. The physician does not believe this event was the result of a lens malfunction.